Event description:
Pt's telemetry alarms were completely disabled, a lethal arrhythmia occurred; no alarm occurred to alert clinical staff. The capability to utilize "all alarms off" was disabled following event, however the ge passcode to change settings is the same for all customers and is widely available (i.e., in manual, on internet, etc). FDA safety report ID# (B)(4).